Manufacturer narrative:
A review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2026, a gore® viabahn® endoprosthesis (vsx device) was intended for use in the iliac artery during treatment of stenosis. Reportedly, after the device was advanced across the lesion, the physician attempted to deploy the vsx device. However, after approximately 40 percent of the device was deployed and expanded, the deployment line got hung up and would not further deploy. After a few attempts to continue the deployment, the physician advanced the 7fr introducer sheath over the delivery catheter in attempt to swallow the vsx device back into the introducer sheath. With the vsx device partially expanded the physician was unable to pull it back into the introducer sheath and decided to perform a cut down in order for it to be removed safely from the patient after the vsx device was removed from the patient, the procedure was successfully completed with a new vsx device.